Manufacturer narrative:
The customer was able to resolve the control failure by switching to a new lot of strips. The customer confirmed they store, handle, load, and use the strips as per procedure. (B)(4).

Event description:
The customer reported they are experiencing false negative / false low control failures for several analytes when using a specific lot of ichem velocity strips. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.